Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was unable to locate the ipg with external devices. A replacement charging system was sent to the pt. F/u identified the pt was experiencing a shocking sensation at the ipg site. It was reported the physician planned surgical intervention to address the issue.